Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, while performing large bowel resection and when the surgeon was performing the triggering of the instrument, stapling was not achieved, and load was not triggered. The device was heavily contaminated with biological fluid (blood), so it was removed. The instrument and reload were replaced to complete the case and resolve the issue. There was no patient injury.